Event description:
Receive a report that a hanger bar for a carlo lift broke. A resident fell and sustained a contusion. On a visit to the facility on (B)(6) 2014 a broken hanger bar was observed. The bolt holding the pivot point on the hanger bar was missing.